Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by some debris. The field service engineer cleaned all contacts for row board cables, trays, and cubies to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure and the refrigerator was failing after recovered it. The customer reported that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.